Event description:
Healthcare professional reported a xen®45 gts event described as "difficulty pushing the plunger" during implantation in right eye. Device was examined by hcp and noted "a kind of creaking and that the syringe did not remove the tube smoothly." Surgery completed with backup device. There was no eye injury.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: a visual inspection of the injector observed no damage/defects. During functional testing, the slider knob was able to slide the full distance of the travel length in each of the three bevel selector positions. Slider knob resistance was observed as the slider knob was advanced. The pusher rod which pushes the gel stent out of the needle performed correctly, and the needle moved in tandem with the slider knob. The needle was fully extended as the slider knob was at the start position, and the needle retracted properly as the slider knob was advanced to the end of the travel distance. Although the slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions, the reported complaint of slider resistance is confirmed since slider knob resistance was observed during functional testing. It is unknown why resistance was observed while advancing the slider knob, and a root cause cannot be identified.

Manufacturer narrative:
Device manufacture date: august 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "difficulty pushing the plunger" during implantation in right eye. Device was examined by hcp and noted "a kind of creaking and that the syringe did not remove the tube smoothly." Surgery completed with backup device. There was no eye injury.